Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose of 47 mg/dl, which was treated with food. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. After troubleshooting, it was determined that insulin pump was functioning correctly. Customer was advised to contact healthcare professional regarding settings changes.